Manufacturer narrative:
Pt info requested and all available info is included.

Event description:
Reported by customer dopamine drip titrated on and off multiple times due to changing blood pressure readings. At one point when the drip was turned off, the nurse noted the blood pressure had dropped, so she turned the dopamine back on. Since the blood pressure was not responding the nurse observed fluid was not flowing into the drip chamber of the tubing, and also said there were no alamrs from the pump. The nurse opened up the pump door and noticed the IV tubing was flattened and crimped. Once she changed the tubing, the pump ran fine. Have made three attempts to obtain serial number of device and device. Biomed is actively looking for device, but has not found it. One device received and investigation completed a follow up report will be sent.